Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported a ventilator that would not turn on. There was no patient involvement or harm.

Manufacturer narrative:
G4: 22oct2020. B4: 23oct2020. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that with ac connected the amber power switch led is illuminated, the battery led is not illuminated, and the battery is connected. The rse instructed the biomed to disconnect the battery and the device still would not turn on. A philips field service engineer (fse) was dispatched to the customer site for additional assistance. The fse replaced the power management board to resolve the reported issue. The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.